Manufacturer narrative:
It was reported that the revision surgery was performed under general anesthesia. This report is submitted on 15 november 2019.

Manufacturer narrative:
This report is filed on august 27, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient underwent skin revision to excise skin at abutment site.